Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported high impedance was confirmed in the laboratory. The sensing coil of the is-1 connector leg was fractured at 6.5cm from the connector pin due to fatigue.

Event description:
It was reported that the lead impedance had suddenly increased. The lead was explanted and replaced.